Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Device discarded, single use.

Event description:
The consumer reported a conflicting result with binaxnow covid-19 ag self test on nasal swab on (B)(6) 2022. The consumer received a negative result at 16 minutes, and a positive result after 20 minutes of the test read time. No additional patient information, including treatment and outcome, was provided.

Event description:
The consumer reported a conflicting result with binaxnow covid-19 ag self test on nasal swab on 0(B)(6) 2022. The consumer received a negative result at 16 minutes, and a positive result after 20 minutes of the test read time. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Additional data: a2 a3 a4 a5 a6 e1 testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 188655 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 188655, test base part number 195-430h / lot 184628. The lot met the required release specifications. The current overall incident rate for devices with false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is 0.000339%. The current overall incident rate for devices with false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is 0.000339%. A product deficiency has not been identified. Based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked. H3 other text : device discarded, single use.